Manufacturer narrative:
--

Event description:
New information received indicates that this rv lead has evidence of intermittent but recurrent low out-of-range shock impedances. The physician suspects electromagnetic interference (emi) as the root cause. No intervention was performed and the patient will be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead detected high out-of-range shock impedances. There was no evidence of oversensed noise. Current measurements are within range. No adverse patient effects were reported. The patient will be monitored. The lead remains in service.